Event description:
It was reported that while attempting to treat a heavily diseased rca with no tortuosity, the physican torqued the catheter into place and on the first injection view, a dissection was observed extending from the rca ostium, distally to the "pda" and into the aorta. The guide catheter was left in place and the patient was sent to surgery and reportedly the surgery was successful.